Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the handle opened but would not close anymore. It was observed that the handle was damaged. The procedure was completed with another captivator snare. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to gather additional information have been unsuccessful. If further relevant information is made available, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a kink in the catheter. Functional evaluation was performed and the device was able to pass the loop fixture test. The snare loop was able to extend and retract properly. The complaint was not confirmed. Most probably,manipulation of the device and the anatomical/procedural factors encountered during the procedure could have cause the kink in the catheter. Therefore, the most probable root cause of the identified failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on september 16, 2013 that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the handle opened but would not close anymore. It was observed that the handle was damaged. The procedure was completed with another captivator snare. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to gather additional information have been unsuccessful. If further relevant information is made available, a supplemental report will be filed.